Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that transtelephonic monitoring (ttm) did not show a low battery indicator when the device reached elective replacement indicator (eri) two months prior. The device was scheduled to be explanted. The patient was stable.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.